Manufacturer narrative:
The event occurred on an unspecified date reported as "sometime ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. It was reported the patient was "washed with dianeal" and treated with an unspecified anti-inflammatory drug injection (dose, route, duration and frequency not reported) for the event. At the time of this report, the patient was not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.